Manufacturer narrative:
Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. Additionally, the lt logs showed that battery 1 had a cell imbalance on cell 2. Device analysis: the battery 1 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Batttest showed battery 1 cell 2 fully depleted the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure.

Event description:
The user facility reported the automated impella controller (aic) was showing "accu failure" and would not load due to a battery charging issue. There was no reported patient involvement.